Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the nurse practitioner ran impedance check twice with similar results. There was no definite cause but it was noted it was possibly a fall by the patient. The device was turned off and the patient was set up for a lead revision for (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
Event date is approximate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient had shocking intermittently and the shock was felt more towards the skin and toward the rectum. The caller noted the patient was on a higher rate of 60 and had been reprogrammed a number of times. It was noted that the patient was in a motorized chair and had a shunt, and that the sensation did not correlate with the chair use. The patient noted feeling it once while brushing their teeth. The caller stated the patient did have a fall where they fell forward, but that was 2 weeks before the report and did not correlate with the sensation. The caller stated x-rays were taken and that the lead may possibly be a little superficial, but they were not sure. The impedances were (B)(4) with the exception of 01 which was greater than 50. The caller stated the patient did not have any weight loss or gain to speak of. The caller tried programming, not using 0 or 1 and each time the patient felt shocking ata very low threshold. The caller put the rate back to 14 as well. No further complications were reported.